Manufacturer narrative:
On 06sep2024, the initial reporter provided additional information which indicated the affected syringe's lot number. Based on this, section d4 lot number and section d4 UDI have been updated accordingly.

Manufacturer narrative:
A non-conformance review was conducted for lot 24d133 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated. Instead, a video was provided, and the reported issue was observed; however, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they drew up cytopoint and the whole thing was wasted because it was leaking out of the side, the syringe barrel had a crack. The customer stated they did notice a small dented area in the rigid pack.